Event description:
Medtronic received a report that resistance was felt when advancing the coils through the catheter. The coil was stuck in the proximal section of the catheter. The implant coil pushed smoothly out from the introducer sheath. There was no damage observed to the catheter or coil. No patient symptoms or further complications were reported as a result of this event. Additional information was received reporting that the cause of the resistance issue was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter was not a medtronic product. This information was confirmed with the physician.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5 drawing(s) referenced: n/a as found condition: three concerto devices were returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton, within an opened concerto inner pouch; within their dispenser coils and within their introducer sheaths. It is not possible to determine which device belongs to which pli, therefore, will be analyzed together. The unknown micro catheter used in the event was not returned for analysis. One additional concerto device was returned and will be addressed in pli-20. Visual inspection/damage location details: (first concerto) no damages or irregularities were found with the introducer sheath. The actuator interface was found fully retracted out of the coupler tube (figure g). The concerto pusher was found kinked at ~28.0cm from the distal end (figure h). The coin was found fully out of the lumen stop, the shield coil was found undamaged, and the implant coil was already detached and not returned for analysis (figure I). (Second concerto) no damages or irregularities were found with the introducer sheath. The concerto pusher was found broken at ~42.0cm from the distal end (figure k) with the release wire retracted. The coin was found fully out of the lumen stop, the shield coil was found undamaged, and the implant coil was already detached and not returned for analysis (figure l). (Third concerto) no damages or irregularities were found with the introducer sheath. The concerto pusher was found kinked at ~153.0cm from the proximal end (figure m). The distal ~2.0cm of the pusher was also found kinked (figure n). The implant coil was found damaged within the introducer sheath (figure o). Testing/analysis: (first and second concerto) the concerto devices could not be used for in-house resistance testing due to the implants already detached. (Third concerto) the concerto implant coil could not be advanced out of the introducer sheath as it was found stuck and could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed for the third concerto as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned concerto implant coil was found damaged, and the pusher was found kinked. The customer reported the coil came out of the introducer sheath smoothly during preparation and there were no damages to the coil, therefore, it is likely the damage occurred due to advancing against the reported resistance. Customer also reported no damage observed with the catheter or coil. Therefore, the root cause could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. The first concerto appears to have been detached using an instant detacher as the actuator interface was retracted out of the pusher. The second concerto pusher was found broken, detaching the implant. The cause of the break could not be determined but may be related to the reported resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.